Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not a reportable event.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. The actual sample will be evaluated upon its arrival at ashitaka factory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the doctor found a tiny filament stick at the distal segment of the wire. In consideration of patient safety, he opened another run through of the same lot and no abnormality was seen. The procedure outcome was not reported. The patient was not harmed.